Manufacturer narrative:
Evaluation of the complaint sample is in progress. Review of the lot history reveals no similar complaints.

Event description:
Adult female reports she developed a 'corneal ulcer' od with initial use of this product. She indicates she was treated with piramicin (natamycin) 5% for 30 days. Fresh tears, epigel (lubricant), acular and vigamox. Additional information has been requested, however, nothing further has been received.